Manufacturer narrative:
2 of 2 devices were returned for evaluation. Evaluation of one device found it to be within specification. Evaluation of one device found excessive wear due to a lack of proper maintenance. The device did not heat up during evaluation. The device was repaired and returned to the customer.

Event description:
This report summarizes 2 malfunction events where a midwest phoenix handpiece overheated. One patient had a minor burn, it is unknown if intervention was required. One patient had no injury.